Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was not implanted. During the attempted implant, the lead exhibited oversensing resulting in pacing inhibition in a pacer dependent patient. The physician suspected that the patient's chronic atrial and ventricular leads might have been the reason for the oversensing. The lead was explanted and the patient's chronic pacemaker and lead system were reactivated. The lead was returned to guidant for analysis.